Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. On day seven of impella support the patient received tissue plasminogen activator (tpa) purge due to pf (purge flow rate) issues. On day ten the patient had suboptimal flows for perfusion and impella was removed to address the issue. A clot was found in the outflow. The patient has active mural thrombus.

Manufacturer narrative:
The investigation into the high purge pressure and the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Pump was found cut off at the catheter and a big chunk of biomaterial was observed around purge gap and out flow cage. The cause of the low pump flow issues was biomaterial ingestion. The cause of the high purge pressure was biomaterial buildup in the purge gap since administering tpa in the purge resolved the issue.